Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au481 chemistry analyzer, and identified the failure mode as multiple hardware parts. The fse replaced the ise (ion selective electrode) sample pot, ise tubing, mixer motor, reference valve and buffer valves to resolve the issue. (B)(6).

Event description:
The customer reported obtaining critical low na (sodium), cl (chloride) and k (potassium) patient results for 3 patients generated on their au480 chemistry analyzer. The sample were rerun with results considered normal by the customer. The erroneous results were not reported out of the laboratory. Patient treatment was not affected. Quality control was within their established range before the event.